Manufacturer narrative:
Investigation completed 01/09/2017. Method: -device history review (DHR). -trend analysis. -failure analysis. The DHR review was completed for camcabl cable serial number (B)(4), work order (B)(4), lot number tl-340962. Note: the DHR review was completed for camcabl cable s/n (B)(4) manufactured with cam02 s/n (B)(4) reported initially. No non-conformance reports were raised during the manufacturing process for this cable. Date of manufacture: oct-2015. A minimum of 12-month review of camcabl cable customer complaints was completed using the following key words ¿pressure display issue¿ and the root cause ¿functionally defective cable - root cause not determined¿ in search criteria. The key word search review of the complaints contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 16-nov-2015 to 05-jan-2017. A total of 5 complaints were contained the search criteria. Reported failure was confirmed; during investigation it was observed that the test monitor displayed intermittent icp readings; icp of 60mmhg was displayed when the camcabl cable was adjusted to zero. Conclusion: product was returned and the evaluation verified the complaint incident ¿increased icp of 60¿ as valid. Root cause not determined; test monitor displayed intermittent icp readings; icp of 60mmhg was displayed when the camcabl cable was adjusted to zero, however, the root cause of the cable failure was not determined by the service centre. No corrective / preventative action is deemed necessary as the root cause of the complaint incident was not determined. Further incidents of this nature will be monitored for recurrence and trending purposes.

Event description:
The camcabl fibre optic catheter cable showed an increased intracranial pressure (icp) of 60mmhg. The ils sales specialist spoke to the surgeon when he was zeroing it. The surgeon said that he zeroed the 1104b, and immediately after that the icp shot up to 60mmhg. It would not move off of that reading even with the key. A second catheter was then opened and the same thing happened. It was unknown if the device was in contact with a patient, unknown if there was patient injury or death alleged. A revision / medical intervention was required but details were not provided at this time. Additional information has been requested.